Event description:
Pt was treated at hosp for hyperglycemia. Pt was wearing suspect device at the time. Pt reports that after coming home from the hosp, noticed the infusion site being used had grown to the size of "a goose egg." Device passed all technical inspections.